Event description:
It was reported the day after initial implant, the patient experienced chest pain and discomfort. Further interrogation revealed r-wave amplitude variation and a loss of capture on the right ventricular (rv) lead. The rv lead was explanted and replaced. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported events of loss of capture and r-wave amplitude variation were not confirmed. As received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.

Event description:
Additional information received indicated the suspected root cause of the chest pain was due to perforation of the right ventricular lead.